Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to abdominal colpopexy with mesh. It was reported (B)(6) 2008 in for uroflowstry that patient had extreme allergies, pronounced sneezing and that makes the prolapsed symptoms worse. She gets a lot of pressure with it and during bowel movements has marked increase in the vaginal fullness feeling.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with abdominal sacral colpopexy, cystoscopy, anterior-posterior colporrhaphy, rectocele and cystocele repair, repair of urinary stress incontinence - nec, perineorrhaphy, transobturator vaginal sling due to rectocele and incontinence.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and (B)(6) 2008 and mesh were implanted due to stress urinary incontinence and pelvic organ prolapse. It was also reported that on an unknown date the patient underwent a gynecological procedure and mesh was implanted along with concurrent abdominal sacral colpopexy, cystoscopy, anterior-posterior colporrhaphy, rectocele and cystocele repair, repair of urinary stress incontinence- nec, perineorrhaphy and transobturator vaginal sling due to rectocele and incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.